Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that telemetry issues were experienced in the pacu post-implant. A magnet was used to confirm tones were present. Device interrogation was attempted again the following morning and was unsuccessful. A 60/60 reset was then performed and interrogation was successful. No further issues were reported.